Manufacturer narrative:
Concomitant products were added .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and motor error detected by reading unexpected value. Customer¿s blood glucose level was 425 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for the alarm was performed. Customer advised they were able to rewind the device.